Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high pacing threshold with failure to capture. The lv lead also triggered a lead impedance alert due to low pacing impedance. The lv outputs were initially reprogrammed to a higher output and the lead was later capped and replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.